Event description:
Revision completed due to pain and stiffness. It is unknown if loosening occurred.

Manufacturer narrative:
(B)(4). The device catalog number is unknown; therefore, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Mrn 1818910-2022-21575 is being retracted since it was found to be a duplicate of mrn 1818910-2021-29005. Mrn 1818910-2021-29005 will be kept for investigation purposes.